Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR :27may2019. The customer replaced the user interface (ui) to address the reported problem. The unit successfully passed the required performance verification test. A ui assembly was returned to the fi(failure investigation) lab for evaluation. Visual inspection revealed damage to rear of case, multiple cracks. An investigation was performed and the customer complaint of ¿touchscreen failure.¿ was unable to duplicate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/08/2019. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a touchscreen failure. Reportedly, the unit passed touchscreen calibration but touch was off on the touchscreen diagnostics page. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.